Manufacturer narrative:
Fowler motor assembly.

Event description:
It was reported by service report that the head of the bed was not staying up with patient weight on the fowler skin. No patient involvement or adverse consequences are reported.